Event description:
Reportedly, during an attempt to implant the subject ICD, the leads were positioned and connected to the ICD. When the physician put ICD into the pocket, the pocket was too small; therefore, ICD was extracted from the pocket and the physician made a pocket bigger by using an electrical cautery. ICD was then put in the pocket again. Induction tests were then performed but failed (no shock could be delivered, induced arrhythmia was terminated with external defibrillator). Overload and low shock impedance message was displayed. Then leads were verified but did not reveal abnormal measurements. ICD lead was re-connected to the ICD. The programmer was reactivated, and ICD lead was measured by the programmer again. There was no abnormal value obtained, and also no noise sensing was confirmed. The third vf induction test was performed. As the first and second induction tests, even though charging was started after vf was induced, shock energy was not delivered. Vf was then terminated by using an external defibrillator. Leads were disconnected from this ICD, and connected to a new ICD and charging was started after vf was induced. Shock energy was successfully delivered at this time and vf was terminated. Shock impedance was 42ohms. Considering above observations, ICD malfunction was suspected and the subject device will be returned for analysis.

Event description:
Reportedly, during an attempt to implant the subject ICD, the leads were positioned and connected to the ICD. When the physician put ICD into the pocket, the pocket was too small; therefore, ICD was extracted from the pocket and the physician made a pocket bigger by using an electrical cautery. ICD was then put in the pocket again. Induction tests were then performed but failed (no shock could be delivered, induced arrhythmia was terminated with external defibrillator). Overload and low shock impedance message was displayed. Then leads were verified but did not reveal abnormal measurements. ICD lead was re-connected to the ICD. The programmer was reactivated, and ICD lead was measured by the programmer again. There was no abnormal value obtained, and also no noise sensing was confirmed. The third vf induction test was performed. As the first and second induction tests, even though charging was started after vf was induced, shock energy was not delivered. Vf was then terminated by using an external defibrillator. Leads were disconnected from this ICD, and connected to a new ICD and charging was started after vf was induced. Shock energy was successfully delivered at this time and vf was terminated. Shock impedance was 42ohms. Considering above observations, ICD malfunction was suspected and the subject device will be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf dr models approved under p980049.